Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). (B)(4) spoke to the surgeon and made the following observation: the surgeon was not certain which clip applicator he used. He believes it was the ligamax but then thought it was (B)(6). I believe based on description it was (B)(6). Patient was (B)(6) female. (B)(6) post op patient was having difficulty and (B)(6) revealed a bile leak. He does not know if a stent was used. No drain was used. Patient returned with symptoms and was explored. The cystic duct was ligated. No clips were noted. Patient is well but with an abdominal incision.

Event description:
It was reported that post-op to a laparoscopic cholecystectomy procedure, the patient was brought back to surgery due to a bile leak. It was noticed that the clip had fallen off the stump. The surgeon manually sutured to correct the problem. The patient has since recovered. The device was discarded.